Event description:
Dr. Patel was doing a spine case and using the 5943 spinal frame on a 5803 base with the patient in the prone position. The table top was in slight lateral tilt (left side). The surgeon and his team heard a crack followed by a 2nd crack. (The first crack was at the mitre cut corner of the frame at the head end - left side, the 2nd was also along the mitre cut corner at the adjacent end or foot end - right side). Immediately the patient started to fall. The surgeon and his team grabbed the carbon fiber rails on the spinal frame to prevent the patient from falling on the floor. They had a c-arm under the table at the time and they said it helped to prevent the patient falling to the floor. Dr. Patel and his team quickly removed the patient form the spinal frame and were able to finish the case on one of their other spinal frames. Surgeon was able to finish the case on another table. Patient and family were notified. The patients care plan has changed and he is being monitored for an increased risk of infection & is being treated with antibiotics through and IV. No injury noted by hospital occurred to the patient.